Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the wear was confirmed. The clinical / medical investigation concluded that, based on the limited information provided, and without complete supporting clinical documentation or medical history and/or analysis of the explanted device, the clinical root cause of the implant failure is unknown. The impact to the patient beyond the reported revision cannot be concluded. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to joint tightness or friction. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a primary tka had been performed 8 years ago, the tibial implant had been failing since 2019. A revision surgery was performed on (B)(6) 2021 to address the adverse event: the femoral component and the insert were removed. The insert demonstrated normal wear, though there may be a question regarding the post. The patient was converted to a legion hk prostheses, with cones and medial tibial augments. The current status of patient¿s health is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.